Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the clip delivery system (cds) was returned and the reported difficult to deploy the clip could not be replicated in a testing environment as the coupler was unable to be exposed distally from the delivery catheter (dc) shaft, and the clip was not returned. A definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. Evaluation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficult clip deployment. It was reported that on (B)(6) 2017, the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. One mitraclip was implanted without issue. A second clip delivery system was advanced into the patient anatomy. An attempt was made to deploy the clip. The actuator knob was turned 8 times, counterclockwise, and retracted, but the clip would not deploy. After multiple attempts of retracting and advancing the delivery catheter (dc) handle and steerable guide catheter (sgc) , the clip finally deployed. There was no adverse patient effect. The mitral regurgitation was reduced from grade 4 to grade 1. No additional information was provided.